Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery problem. There was no reported patient involvement.

Manufacturer narrative:
The customer reported a battery problem. Further information was provided that there was a bootup error associated with the battery.